Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmeas, there is no evidence that the device was out of specification. The event was procedural. The most probable root cause is osseous bleeding.

Event description:
The surgeon was performing an si joint arthrodesis in (B)(6) 2018 when he noticed excessive bleeding while broaching a channel for the second implant. The surgeon aborted the placement of any additional implants. The surgeon verified that no arterial vessel was injured and the patient remained hemodynamically stable. No medications to support the blood pressure and no replacement blood products were given to the patient. The patient was kept in the ICU overnight as a precaution and was discharged the following morning. The bleeding was most likely osseous bleeding from the sacrum. The patient suffered no temporary and no permanent injury. The patient may develop recurrence of their si joint symptoms and may possibly need additional si joint surgery in the future since only one implant was placed rather than the typical three implants used for sufficient si joint fixation.